Event description:
Facility reports that nurse put pt on dialysis. Immediately after treatment was started, blood started spraying from the arterial blood tubing set between the pump segment and the drip chamber. Ebl is less than 100cc's. The line was changed and the treatment resumed with no pt ill effect.